Manufacturer narrative:
(10/213) the involved device was returned to intervascular for examination and was inspected by our quality assurance (qa) supervisor for dimension evaluation. His observations are as follows: "the product arrived on a damaged packaging and with unopened blister lids." "The product is in compliance with dimension specification." (67) the conducted investigation suggests that the product was not defective.

Event description:
When the doctor open the package of this graft, they found the graft is much shorter than usual.

Manufacturer narrative:
It was reported that the product is available for investigation, it should be returned to intervascular for examination. The review of post-marketing historical data indicated that no other similar complaint was reported for the same lot number. A review of the complaint device history records, indicated that the graft was processed and inspected according to established procedures and was therefore released following acceptable quality inspections and tests, including a 100% visual inspection. The investigation is still ongoing. A follow-up report will be sent upon completion of the investigation.

Event description:
When the doctor open the package of this graft, they found the graft is much shorter than usual.